Event description:
The patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system - date of revision (B)(6) 2011. Product lot nos for left hip: 2283206, 2319272. Right xl acetabular system - date of revision (B)(6) 2011. Product lot nos for right hip: 2816980, 2877583. Reason for revision: alval/soft tissue reaction. Update from (B)(6) spreadsheet 28 oct 2011: date of revision, products, reason for revision, surgeon, bi-lateral description added. Update received: 5th july 2014 - added implant dates: left implant date: (B)(6) 2007. Right implant date: (B)(6) 2009. Update received: 10th july 2014 - added products: left taper sleeve and right taper sleeve, added surgeon title: mr and added further reason for revision for right side: pain and added centre on the end of hospital. Left reason for revision: alval/soft tissue reaction. Right reason for revision: alval/soft tissue reaction and pain.